Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for spinal pain. It was reported that the patient had an issue with their ins therapy.  The patient could not tell if the ins was working or not because they had the stimulation turned up over 8.0v and they still could not feel stimulation. The event occurred when the ins was turned on and on for 10-15 minutes but then would lose the feeling of stim and experience a return of symptoms. The patient stated the ins was working for a time yesterday but on (B)(6) 2021 they were not receiving any stimulation because the ins was turned off and needed to be charged. The ins was blinking on the first quartile. The patient was in pain most of the time and noted when they do feel stim it felt good. The patient had been gradually increasing stimulation. It was reviewed to maintain the ins charge and follow up with their healthcare provider to check the ins or reprogram. It was noted the patient had never followed up after implant.  The issue was not resolved through troubleshooting.